Event description:
This event was reported to carefusion technical support by a biomed at one of the user facilities. The biomed reported that during routine testing, he found that the very top of the touch screen (top half inch), was not responding. He attempted to calibrate the screen, but it did not improve. No patient involvement.

Manufacturer narrative:
(B)(4). Carefusion technical support, along with the user facility, determined that the probable cause of the reported event, is most likely a faulty user interface module. The customer is to return the alleged faulty user interface module to carefusion for repair. As of 3/23/2015, carefusion has not received the alleged faulty user interface module for evaluation. Once received and evaluated, a follow-up medwatch report will be submitted.